Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4- lot noh4- device mfg date.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral vein was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a cryoballoon ablation interventional procedure. Reportedly, the first proglide device was successfully pre-placed at the 10 o'clock position. A second proglide device was attempted to be deployed at the 2 o'clock position, however, when the plunger was removed there was no suture present. The process was repeated with a third and fourth proglide device with the same result, when the plunger was removed there was no suture present. The sheath was upsized to a 15f, and the cryoballoon ablation procedure was completed. Hemostasis was achieved with the suture of the first pre-placed proglide. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.